Event description:
It was reported that the patient experienced palpitations from diaphragm irritation with pacing. The pacemaker device experience migration. The device pocket was revised and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 1388tc competitor implantable pacing lead (B)(6) 2006; 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).